Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited the nozzle and auxiliary water channel clogging with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer could not specify the occurrence cause since the subject device was repaired by non-olympus. Therefore, the root cause for the remaining foreign material could not be established. The events can be detected and prevented in accordance with the following IFU. Repair by non-olympus was prohibited in IFU: gif/cf/pcf-190 series operation manual. Olympus will continue to monitor field performance for this device.